Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2019. It was indicated that the patient did not calibrate after the inaccuracy, which is off-label usage of the device. The patient¿s partner stated the cgm follow-application displayed 2.8 mmol/l and called emergency medical services (ems). The patient drank half of a cola before ems arrived; a bg was not taken. When ems arrived, the patient¿s bg was 15.8 mmol/l. Ems stayed with the patient for an hour then left the patient. There was no documentation of medical intervention by ems. The time interval between the initial cgm value and the bg value and the cgm value at the time of the bg test by ems was not provided. At the time of contact, the patient was doing fine. Data was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.